Event description:
Reportedly, neosynephrine drip programmed for 13.9cc/hr. While rn and second rn at the bedside, after about 2 minutes of infusion "clicking" noise heard and rn's witnessed digital display showing up rate without usere changing programming." No patient injury was reported.